Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an e-4 error message on (B)(6) 2017. The patient confirmed the error without changing the infusion set. On (B)(6) 2017 at an unknown time the patient received a blood glucose result of 500 mg/dl on her aviva combo system. The patient experienced symptoms of a headache, stomachache, thirst, dizziness, and frequent urination. At 12:00 pm the patient was admitted to the hospital for hyperglycemia. The blood glucose results from the hospital meter were unknown. The patient was treated with insulin through a perfusion pump, glucose serum, and saline serum. The patient was discharged from the hospital on (B)(6) 2017 at 8:30 pm with a blood glucose result of 250 mg/dl. The serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Event or problem: should read (B)(6) 2018 and (B)(6) 2018. The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump.